Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault and low flow alarms. Additionally, evidence of fluid ingress in the pump cable inline connector was confirmed during the onsite evaluation and cleaning performed by an abbott representative. A specific cause for the fluid ingress could not be conclusively determined. Although the fluid ingress could have potentially contributed to the alarms, a direct correlation could not be conclusively established as the driveline power fault alarms ultimately returned. According to the account, some of the low flow alarms were due to hypertension caused by poor medication adherence. A specific cause for the remaining low flow alarms could not be conclusively determined. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported chest pain and shortness of breath could not be conclusively established. The controller event log files collectively contained events from 15may2023 through 22may2023. A persistent driveline power fault alarm was captured throughout these files. Although it appeared to temporarily resolve on 18may2023 following the reported driveline connector cleaning, the alarm ultimately returned. Additionally, low flow alarms were captured throughout the files which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were observed. Despite these events, the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU lists hypertension as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient conditions can result in low flow. In reference to pulsatility index, section 1 and section 4 of the IFU state that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle). Section 6 of the IFU, under ¿blood pressure measurement¿, states that adequate therapy for post-implantation hypertension should consistently maintain the mean arterial blood pressure below 90 mmhg. Sections 6 and 8 of the IFU contain information regarding how to clean and care for the driveline and caution the user to never submerge/immerse the driveline, modular connector, system controller, or any external system components in water or liquid. Section 8 further states to never allow water to penetrate into the interior of the equipment. This section also instructs the user to clean exterior surfaces of the driveline cables as needed with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 6 of the IFU instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables" section 1 of the patient handbook warns that the system components must be kept dry. Sections 1 and 4 of the patient handbook further instruct the user to never expose the driveline, system controller, or external equipment to water or liquid. Section 4 of the patient handbook also contains additional information regarding how to clean and care for the driveline and states ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ section 5 of the patient handbook and section 7 of the IFU address all system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2023-03054 and 2916596-2023-05032.

Event description:
Related manufacturer report number: 2916596-2023-03054 it was reported that on (B)(6)2023 the patient had continuous low flow, low speed and driveline power fault alarms. They also experienced shortness of breath and chest pain. The patient presented to the clinic and x-rays were taken of the patient's driveline which came back unremarkable. The system controller and modular cable were exchanged, but the driveline power fault alarms did not resolve. During the exchange, corrosion was found on the pump side of the modular cable as well as the pump cable connection points. On (B)(6)2023, the corrosion at the pump connection of the driveline was cleaned and the patient was given another new modular cable and system controller. The cleaning and second equipment exchange only temporarily resolved the alarms. On (B)(6)2023, the patient came back to the clinic with recurring driveline faults as well as low flows. It was noted that the patient was asymptomatic and the alarms had no affect on pump motor function. The patient's low flows were a result of their poor adherence to medication, and as a result, they were hypertensive. The patient was discharged home with their driveline power fault alarms silenced.

Manufacturer narrative:
No additional information has been provided. A supplemental regulatory report will be submitted once the manufacturer's investigation is complete. Section e1: reporter email: (B)(6).